Event description:
The article "transcatheter versus surgical closure of secundum atrial septal defect in adults: impact of age at intervention. A concurrent matched comparative study" reported the following adverse event(s): one arrhythmia (a) was in the aso group had atrial fibrillation or flutter and received digoxin and anticoagulants. Only 1 case had displacement (b) of the device during the procedure; however, it was snared and reinstalled successfully.